Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. The device was inspected by the distributor. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Event description:
It was alleged that the left clutch button was intermittently not responding to button press. The procedure was successfully completed with versius surgical system. Following the procedure, the console was inspected and the left handgrip was replaced. Telemetry analysis confirms a hardware error in the left handgrip. No harm was reported in relation to this event. At the time of this report, no further information has been provided.